Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure to treat instent restenosis, a perforation occurred. Vascular access was gained via the brachial artery. The 75% restenosed lesion was located in the non-calcified and moderately tortuous proximal left anterior descending artery. The non-bsc guide wire was advanced across the lesion, and a non-bsc ivus catheter was utilized. The 3.0x10mm flextome monorail balloon catheter was advanced however it could not cross the lesion. Predilation was performed with a 2.5x15mm apex balloon at 8 atms for 30 seconds twice, and the 3.0x10mm flextome mr balloon was re-advanced and inflated. Three inflations were performed to 10 atms, initially for 50 seconds and the other two for 30 seconds each. Ivus was re-performed, and the flextome balloon catheter was inlfated again to 12 atms for 50 seconds and 30 seconds, and 10 atms for 30 seconds. Ivus was performed once again, and the balloon was re-inflated to 12 atms for 30 seconds. A perforation was then noted via cine distal to the restenosis at the bifurcation of the first diagonal and mid lad, and an apex 3.0x20mm balloon was inflated to 1atm for 90 seconds to stop the bleeding. Ivus was again performed, and there was a procedural delay of 15 minutes to confirm the patient's condition. Upon removal of the cutting balloon, a rupture of the balloon was noted. No further patient complications were reported, and patient status is good.

Event description:
It was reported that during a percutaneous coronary interventional procedure to treat in-stent restenosis, a perforation occurred. Vascular access was gained via the brachial artery. The 75% restenosed lesion was located in the non-calcified and moderately tortuous proximal left anterior descending artery. The non-bsc guide wire was advanced across the lesion, and a non-bsc ivus catheter was utilized. The 3.0x10mm flextome monorail balloon catheter was advanced however it could not cross the lesion. Predilation was performed with a 2.5x15mm apex balloon at 8 atms for 30 seconds twice, and the 3.0x10mm flextome mr balloon was re-advanced and inflated. Three inflations were performed to 10 atms, initially for 50 seconds and the other two for 30 seconds each. Ivus was re-performed, and the flextome balloon catheter was inflated again to 12 atms for 50 seconds and 30 seconds, and 10 atms for 30 seconds. Ivus was performed once again, and the balloon was re-inflated to 12 atms for 30 seconds. A perforation was then noted via cine distal to the restenosis at the bifurcation of the first diagonal and mid lad, and an apex 3.0x20mm balloon was inflated to 1atm for 90 seconds to stop the bleeding. Ivus was again performed, and there was a procedural delay of 15 minutes to confirm the patient's condition. Upon removal of the cutting balloon, a rupture of the balloon was noted. No further patient complications were reported, and patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the returned device was connected to an encore inflation device and positive pressure was applied when a balloon leak was noted. A further microscopic examination identified a balloon pinhole located above the proximal markerband. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).